Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, pain, visibility/palpability, lump/nodule, anxiety-product/procedure, malaise-ndr.

Event description:
Patient reported, left side "bb type bumps felt on breasts". And exchange from textured implants, due to concern with the product. Patient also reported, fatigue and kidney problems. Which are not device related. Healthcare professional, later reported, "bumps". Patient additionally reported, pain, hardness and fluid. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side "bb type bumps felt on breasts" and bilateral exchange from textured implants due to concern with the product. Patient also reported fatigue and kidney problems. These events are not device related. Patient reported pain, hardness and fluid. Device remains implanted.